Manufacturer narrative:
The device is not available for evaluation as it is still implanted. Additional information has been requested and if provided, will be submitted in a supplemental report. Remains implanted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot this event is associated with an off label application hence no further investigation is required. If devices, packaging and / or any relevant additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had primary hip surgery yesterday. This morning, surgeon and sales rep discovered the implant expired in (B)(6).

Event description:
It was reported that patient had primary hip surgery yesterday. This morning, surgeon and sales rep discovered the implant expired in august.